Event description:
Customer reported provue misreading a weak positive reaction in an antibody screen test for a patient that received rhogam less than two months ago. Result on the provue was negative while visual inspection indicated weak positive reaction in cell ii of the antibody screen.

Manufacturer narrative:
This instrument has been investigated. On (B)(4) 2014, an ocd field engineer (fe) arrived at the customer site. Fe cleaned the led bar and adjusted the camera. The same sample was repeated on the provue post adjustment, "?" Result was issued for cell 2 of the antibody screen test. The customer is satisfied with the current performance of the provue. No transfusion or treatment was delayed, initiated or altered because of this incident. There was no harm to any patient. The investigation determined that the root cause of this event was instrument related.